Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and labeling review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The lot number was unknown and no product or specimens were returned from the customer site. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 9c94 that has a similar product distributed in the u.s, list number 4p54. An evaluation is in process.

Event description:
The customer observed (B)(6) confirmation results while using the architect (B)(6) confirmatory v.1 reagents. The customer stated the specimen was (B)(6) and was dna (B)(6). No specific values were provided for the patient. No impact to patient management was reported.